Manufacturer narrative:
Concomitant products: sheath introducer (6fx 11cm zeon medical) and guidewire (0.018) initial reporter #: (B)(6). Complaint conclusions: during a percutaneous transluminal angioplasty (pta) to the shunt vessel, it was reported that a saber balloon catheter (bc) was inflated with an unknown indeflator; however the pressure did not rise and balloon expansion could not be performed. The balloon was changed to another saber balloon and the procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The sheath introducer was inserted into the brachial veins and a guidewire (0.018¿) crossed the narrowed area of subclavian vein. The lesion was moderately calcified. The rate of stenosis was 95%. The following information is unknown, the contrast media used, the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon catheter was removed easily and if there were any other anomalies noted on the device after being removed from the patient. The product was returned for analysis. One non sterile catheter saber 3mm x 4cm 90cm bc was returned. The balloon was received deflated and appeared to have been inflated. No other damages were noted in the device. A leak test was performed and a leak was noted in the balloon. Per sem analysis the balloon external surface exhibited evidence of scratches near to the leakage; the balloon internal surface exhibited no evidence of damage. A device history record (DHR) review of lot 17299929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ and ¿balloon inflation difficulty-unable to inflate¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 95%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) to the shunt vessel, it was reported that a saber balloon was inflated with an unknown indeflator, however the pressure did not raise and balloon expansion could not be performed. The balloon was changed to another saber balloon and the procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. The sheath introducer (6fx 11cm zeon medical) was inserted into the brachial veins and a guidewire (0.018) crossed the narrowed area of subclavian vein. The lesion was moderately calcified. The rate of stenosis was 95%. The following information is unknown, the contrast media used, the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon catheter was removed easily and if there were any other anomalies noted on the device after being removed from the patient. The product will be returned for analysis. Addendum: per the product analysis, there was balloon leakage on the product returned.